Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Med watch report 1825034-2011-01159 was forwarded to the FDA (B)(6) 2011 this report is number 3 of 8 mdrs filed for the same event (reference 1825034-2013-00046-1 and 00424/ 00430).

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent revision on (B)(6) 2009 due to patient allegations of seroma. The stem, head and taper adapter were removed and replaced with another m2a head, taper adapter, and an integral stem. Patient underwent a second revision on (B)(6) 2010 due to patient allegations of seroma. The head and taper adapter were removed and replaced with a biomet m2a head and taper adapter. Patient underwent a third revision on (B)(6) 2010 allegedly due to suspected alval and poor cup ingrowth. The head, cup, and taper adapter were removed and replaced with biomet head, cup and liner. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 8 of 8 mdrs filed for the same patient (reference 1825034-2013-00424/ 00430 & 1825034-2013-00046).